Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to impedance suddenly increasing. A suspected rib clavicle crush was visible on fluoroscopy. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to impedance suddenly increasing. A suspected rib clavicle crush was visible on fluoroscopy. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that the sudden increase in impedance meant that the lead conductor was fractured and the fluoroscopy showed the defect in the rib clavicle area. Also, this lead was replaced with a new lead of the same model.